Event description:
It was reported an event involving a patient in labor receiving oxytocin, and the outcome was an unexpected fetal demise. The cause of death is unknown at the time the event was reported to bd. The customer stated the mother was "fine", no harm. When asked, the customer is unable to confirm if there was any infusion error at all. The customer is requesting bd to investigate to determine if there was any issue with the device. The oxytocin infusion was described as a routine titrated infusion with a concentration of oxytocin (B)(4) units in 500 ml programmed as a basic infusion. The patient was admitted at 36 weeks gestation for induction of labor due to gestational hypertension, after 48 hours of induction an emergency cesarean section was performed however the outcome was fetal demise. The patient had experienced long duration of labor with fetal distress resulting in holding of oxytocin induction agent multiple times over the 48 hours, after loss of fetal heart rate an emergency cesarean section was performed and newborn was unresponsive to resuscitation.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the investigation (event log review and device testing) found no issues during the oxytocin infusion. ¿ the suspected pump module s/n (B)(6) was fully tested and found to deliver fluid within specification and as programmed. ¿ the customer provided an event date between 18 september 2023 and 19 september 2023, however the event time was not reported. A review of the observed oxytocin infusions during the reported time frame are summarized below. O pump module s/n (B)(6). On 18 september 2023 at 7:33 pm, the pump module s/n (B)(6) was programmed/started an oxytocin (drug ID 148) on a new patient, rate of 2ml/h, a volume to be infused (vtbi) 50ml and primary volume infused (pvi) was recorded as 0ml at the start of infusion. There were seven (7) occluded patient side alarms recorded from 7:34 pm to 9:43 pm after each alarm the infusion was restarted. At 8:20 pm, the pump module was selected for programming, rate 4ml/h (4milliunit/min) was entered, and the infusion was started. At 9:48 pm, the pump module was paused and two minutes later the pump module was channeled off. Pvi was recorded as 5.67ml. O the oxytocin infusion was observed to have changed from its initial channel a (s/n 14314415) to another channel b (s/n (B)(6)). O the pcu event log could not determine why the oxytocin infusion, scheduled to infuse 50ml, was instead terminated early after only infusing 5.67ml. O pump module s/n (B)(6). On 18 september 2023 at 9:49 pm, the module pump s/n 14244679 was programmed/started for an infusion of oxytocin (drug ID 148 same drug infusing on channel a) rate of 6ml/h, vtbi 40ml and pvi was recorded as 278.79ml at the start of the infusion. On 19 september 2023 at 10:21 pm, and on 20 september 2023 at 1:54 am, at 3:17 am (vtbi 50ml entered), at 3:21 am, and at 3:32 am, the infusion was titrated to the following rates, 8ml/h, 10ml/h, 12ml/h, 10ml/h and 12ml/h. At 3:49 am, the pump module was channeled off and the system powered off. Pvi was recorded as 329.85ml. Total calculated infusion for the second infusion of oxytocin was 51.06ml o on 19 september 2023 at 9:35 am the system was powered on, a new patient is selected (ob profile). At 9:36 am, the pump module s/n (B)(6) was programmed/started an oxytocin (drug ID 148), rate of 4ml/h, vtbi 100ml and pvi was recorded as 0ml at the beginning of the infusion. At 10:18 am, at 11:05 am, at 11:38 am, at 12:19 am, at 3:36 pm, at 4:05 pm, at 5:41 pm, the infusion was titrated to the following rates, 6ml/h, 8ml/h, 10ml, 12ml/h, 14ml/h, 16ml/h, and 18ml/h. At 6:13 pm, the pump module completed the infusion and kvo was started, one minute later a vtbi of 50ml was entered and the infusion was started. Pvi was recorded as 100ml. At 6:28 pm, and at 7:27 pm, the infusion was titrated to the following rates, 20ml/h and 22ml/h. At 7:40 pm, the pump module was paused. At 7:54 pm, the pump module was programmed a dose of 20milliunit/min (20ml/h) and the infusion was started. Pvi was recorded as 128.62ml. At 7:59 pm, the pump module was channeled off. Pvi was recorded as 130.22ml. O no other infusions of oxytocin were observed for 19 september 2023. The initial report indicated a 48-hour induction period for the patient. However, upon reviewing the logs, it was found that the oxytocin infusion lasted just a little over 24 hours. It is important to note that the reviewed logs also showed that two patients were selected during this period. ¿ pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to e delivered. As such, it is not possible to determined what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. ¿ inspection of the suspect pump module did not observe any anomalies. ¿ testing of the administration set could not be performed as it was not returned for investigation. ¿ a review of the pcu and pump module error logs showed no records associated during the reported timeframe. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event involving a patient in labor receiving oxytocin, and the outcome was an unexpected fetal demise. The cause of death is unknown at the time the event was reported to bd. The customer stated the mother was "fine", no harm. When asked, the customer is unable to confirm if there was any infusion error at all. The customer is requesting bd to investigate to determine if there was any issue with the device. The oxytocin infusion was described as a routine titrated infusion with a concentration of oxytocin 30 units in 500 ml programmed as a basic infusion. The patient was admitted at 36 weeks gestation for induction of labor due to gestational hypertension, after 48 hours of induction an emergency cesarean section was performed however the outcome was fetal demise. The patient had experienced long duration of labor with fetal distress resulting in holding of oxytocin induction agent multiple times over the 48 hours, after loss of fetal heart rate an emergency cesarean section was performed and newborn was unresponsive to resuscitation.